Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device had moved and that the patient felt shocks. Follow up information was received from the clinic and interrogation results indicated that the device did not deliver any shocks and is functioning normally. The device remains in use. No patient complications have been reported as a result of this event.